Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using the protege ef v10 stent delivery system, the patient underwent vessel pre-dilation and post-dilation for a target lesion with a reported length of 50mm with a reported diameter of 7mm. During the procedure, there was a 30-minute delay in surgery due to removal difficulties. The stent was reported to have been placed and remains implanted. It was reported that the stent deployment tip broke/detached upon removal, and required removal using a gooseneck snare. There is no allegation against the gooseneck snare. The protege ef delivery system/tip was reported to have been safely removed without vessel damage. No further patient injury reported.